Event description:
It was reported to boston scientific that upon opening the device prior to a robotic sacrocolpopexy procedure, the shipping box of an upsylon device appeared to have been damaged during transit. Due to concerns that the damage may have compromised the sterility of the device, a new device was opened and used, which was used successfully to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Block h6: device code a020503 captures the reportable event of package seal compromised.